Event description:
It was reported that there was a lead warning with a number of vhr episodes that appear non physiological. It was also reported that there was rv noise. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).